Manufacturer narrative:
B3 aware date was used as event date as actual event date is not known.

Event description:
Reported via patient call center. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient stated that at an unknown time the physician noted the closure device has a leak. The patient has gone through multiple transesophageal echocardiographies trying to determine where the leak is located with no resolution at this time. No further information is available at the time of this report.